Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4178600.conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s¿ indicated failure mode.

Event description:
It was reported that a 23 g x .75 in. Bd vacutainer® winged safety push button blood collection set leaked from a hole in the tubing. No medical intervention or injury occurred.